Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin. Net with their pacemaker exhibiting noise over-sensing on the right ventricular channel. Programming changes were made to address the issue. Patient condition was stable after the event.